Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) felt like heart beat or electric impulse on left side from the device. In addition, tachy function has been turned off. Boston scientific technical services (ts) referred the patient to the physician. This device remains in service. No adverse patient effects were reported.